Manufacturer narrative:
No product was returned however the pumps operators manual (operating the pump) section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section -to start a dose). There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that none of the drug was infused and all the medication was still in the cassette. No patient injury was reported.